Event description:
It was reported that a potential medication error on a sigma spectrum pump had occurred. The facility later clarified that the nurse programmed the device in "ivpb" mode instead of variable mode. The device was supposed to be programmed to deliver 100 ml's of tacrolimus over 24 hours. The result of the misprogramming was that the device infused the 100 ml's at 25 ml's/hour. This event cause the patient's creatinine to increase.

Manufacturer narrative:
(B)(4). The device was tested for flow rate and passed. The history log was evaluated to identify the cause of the reported medication error. No device malfunction or other condition was found that could contribute to the reported medication error. The history log was reviewed and it supports the reported user selection of a tacrolimus ivpb on the day of the reported event and that the initial parameters resulted in a calculated delivery rate of 25 ml/hr. However the user appears to have manipulated the "time" parameter which changed the delivery rate resulting in 4.2 ml/hr which was the reported desired delivery rate. The history shows that the infusion was never started at the 25 ml/hr rate, and also shows that the pump ran only eight minutes at the 4.2 ml/hr rate. The history log supports the report that the user chose the mdl tacrolimus uvob selection and not the "tacrolimus variable" choice. Furthermore, the current mdl received in the pump no longer contains the mdl choice of "tacrolimus ivpb" for the oncology care area.